Manufacturer narrative:
Conclusions: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: there is no visual damage to the coil, pusher assembly, or the coil sheath. Conclusion: the complaint has been evaluated. The complaint indicates that the coil could not be extracted from the coil sheath. Evaluation of the returned device revealed that the heat shrink tubing on the proximal end of the orange sheath was properly necked down to prevent the coil from being placed too far proximally in the sheath. However, if the pusher assembly is pulled too far proximally inside the sheath underneath the necked down area, proximal of the pet-tubing that interlocks with the mid-shaft of the pusher assembly, the operator will experience friction when attempting to advance the coil. It is unclear if the position of the pusher assembly inside the sheath was incorrectly assembled during manufacturing or by the user facility. However, the coil pusher assembly and coil sheath are 100% functionally tested and loaded into the correct configuration during functional testing before shipment. Therefore, it is likely that the operator accidently pulled the coil and pusher assembly too far proximally in the sheath, causing the incorrect configuration and resultant friction experienced when attempting to advance the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure for a 21 mm aneurysm using the penumbra coil 400. During the procedure, as the physician was pushing the pusher wire to eject the coil, he found considerable resistance, which did not allow the physician to extract the coil from the microsheath. When the physician removed the device from the patient, he found out that the pusher was a bit protruded on one side. This seemed to be the reason the coil could not be extracted. The procedure was completed without any reported adverse effect on the patient.